Manufacturer narrative:
It was reported that (B)(4) patients were included in this study of ¿mid-term outcome and its predictors following transseptal mitral valve-in-valve replacement¿ between (B)(6) 2016 and (B)(6) 2022, and (B)(4) patients were implanted using an abbott device. Summarized patient outcomes/complications of coronary artery bypass, prior pacemaker implant, atrial fibrillation, anemia, and mitral regurgitation. Some of the complications reported were mitral regurgitation, mitral valve stenosis, surgical intervention, and hospitalization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysis. Literature attachment: article title "mid-term outcome and its predictors following transseptal mitral valve-in-valve replacement."

Event description:
The article, ¿mid-term outcome and its predictors following transseptal mitral valve-in-valve replacement¿, was reviewed. The article presented a retrospective single center experience to investigate incidence of death and heart failure hospitalization (hfh) and its predictors in the midterm period (~2 years) regarding transcatheter mitral valve-in-valve (mviv) replacement procedures. Devices included in the study were perimount/pericardial/magna (carpentier-edwards), biocor/epic (sjm/abbott), hancock ii/mosaic (medtronic), sapien 3/sapien 3 ultra (edwards lifesciences). The article concluded the study provided new insights into mid-term outcomes following ts-mviv and provides caution regarding anticoagulation and bleeding in this group. Larger multicenter studies with longer follow-up are warranted to confirm findings. [(B)(6)].